Event description:
The initial reporter stated they received discrepant results for one patient sample tested with trigl (triglycerides) on a cobas 6000 c501 module. The sample initially resulted in a trigl value of 1286.3 mg/dl. The sample was repeated using a dilution ratio of 1.5 and resulted in a value of 1721.3 mg/dl. It was noted that the sample was lipemic. No questionable result was reported outside of the laboratory. The trigl reagent lot number was 64101501, with an expiration date of 31-may-2023.

Manufacturer narrative:
Based on the limited information provided, a specific root cause could not be determined. The investigation could not identify a product problem. The cause of the event could not be determined.